Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the subject transform was unable to inflate when inserted inside the body and after removal, the balloon was found to be ruptured. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, no abnormalities such as air, leaks, or poor expansion were observed when the balloon was expanded outside the body, the entire system was flushed, there was no resistance when the guidewire was inserted, a 1cc syringe was used to inflate the balloon with 80% saline-contrast agent, and the tortuosity of the patient's anatomy was average. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject device balloon was prepared without problem. When the subject device balloon was inserted inside the body, it was unable to inflate. After removal, the subject device balloon was found out to be ruptured. The subject device balloon was exchanged with other one and the procedure continued and completed without clinical consequences to the patient.